Manufacturer narrative:
D6: device returned with no lot identification. Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, yes; damaged jaws, no; damged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form conform, yes; jaws: hold clip, yes; jaws: inside width at tips, .178; lockout functional, yes and number of clips fed and formed, 6. Analysis conclusion: based on info received and visual and functional results, no conclusion could be reached as to what may have caused reported incident. Instrument was received in good condition. Instrument fired and formed remaining clips as designed. Reported incident of malformed clips could not be recreated. Mfg and engineering have been notified of reported incident. Each instrument is evaluated during assembly process to ensure clips feed and form properly.

Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. It was reported by the affiliate the clips came out malformed. There was no consequence to the pt.